Manufacturer narrative:
Report source literature description: journal: mod rheumatol; author: yasuo kunugiza, mamori tani, tetsuya tomita, hideki yoshikawa; title: staphylococcal scaled skin syndrome after intra-articular injection of hyaluronic acid; volume: 21; year: 2011; pages: 316-1319. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Staphylococcal scalded skin syndrome [staphylococcal scalded skin syndrome]. Septic knee arthritis [arthritis bacterial]. Case description: literature report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt (initials unk), with osteoarthritis of the knee. This report is from a literature article entitled "staphylococcal scalded skin syndrome after intra-articular injection of hyaluronic acid." The pt's medical history was not provided. On unspecified date, the pt initiated hyaluronic acid given several times by a doctor in private practice. Two days after the last injection, she felt swelling and pain in the left knee. Three days later, desquamation of the skin appeared and two days after that she saw the doctor. Joint puncture was performed and 48 ml of pus-like fluid was aspirated. Body temperature was 38.5 c and desquamation of the skin was observed. Pain in the left knee and swelling of the left lower extremity were severe. She was transferred to the hospital with erythema of the neck, upper back. Thigh, and face with the formation of flaccid bullae and desquamation. After the hospital admission, she was suspected of having toxic epidermal necrolysis (ten), and intravenous administration of methylprednisolone was started. Bacteriological culture from the blood and erythematous areas grew (B)(6). Intravenous adminstration of meropenem (0.5 g/day for 32 days) was started. Exfoliative toxin a and toxic shock syndrome (tsss) toxin-1 were (B)(6) and exfoliative toxin b was (B)(6). The clinical diagnosis of staphylococcal scaled skin syndrome (ssss) was supported by skin biopsy, which demonstrated subcorneal cleavage. The condition of the skin gradually improved, but the swelling in the left knee continued and the bacteriological culture from the joint fluid grew (B)(6). Plain radiographs (showed moderate medial compartment wear and osteophyte formation. Magnetic resonance imaging showed an extensive erosive arthropathy with marked synovial proliferation and erosions in the femoral condyles and both tibial plateaux. Bone scintigram and gallium scintigram confirmed diffuse synovitis of the left knee. The pt was diagnosed with pyogenic arthritis caused by (B)(6). An operation was carried out to remove the infection granulation tissue and place a cement insert and cement beads with vancomycin. The lateral collateral ligament of the left knee was removed because it was severely damaged by infection granulation tissue. Intravenous injections of antibiotics (ampicillin sodium 6 g/day, sulbactam sodium 4.5 g/day, gentamicin sulfate 150 mg/day, clindamycin 1.8 g/day) were performed for 7 weeks before and after the operation. Laboratory data at the time of admission showed a white blood cell (wbc) count of 15,900 cells/mm3 and a c-reactive protein (crp) level of 24.32 mg/dl. Before the first operation, the wbc count was 6.780 cells/mm3 and the crp level was 4.14 mg/dl. Six weeks after the operation, the wbc count was 4,860 cells/mm3 and the crp had fallen to normal levels. One year after the first operation, total knee replacement was performed. Vancomycin was added to the cement during implantation. Eight months after the total knee replacement, there was no recurrence of infection and the pt was able to walk with a cane. The action taken with hyaluronic acid was not provided. The pt's outcome was recovered. Concomitant medications were not provided. The relationship between hyaluronic acid and the events were not provided by the reporting physician. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.